Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to know how to turn the patient programmer (pp) off after she increased stimulation. The patient reported poor communication on the pp. The patient stated that she tried increasing stimulation and then pressed the power off key on the front of the programmer but it gave a message stating the device wasn't synchronized with the ins. Trouble shooting was offered to the patient but the patient was at the health care professional's office and the patient was there to get a refill and have him look at the device so no attempts were made. There were no symptoms or further complications reported or anticipated.